Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead d eveloped a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high spiking pacing impedance. The lead had a visible fracture under the suture sleeve. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.